Manufacturer narrative:
A quote was sent to the customer, and the customer declined to have the unit evaluated or serviced. The device was not returned to stryker. The cause of the issue could not be determined. The customer was advised to take the device out of service.

Event description:
The customer contacted stryker to report that their device stops compressions unexpectedly. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device stops compressions unexpectedly. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient involvement reported with the event.